Manufacturer narrative:
Multiple attempts to obtain the patient's weight have been made; however, these attempts have been unsuccessful. Product analysis: the product specimen was discarded by the medical institution. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this 32mm annuloplasty ring, it was explanted and replaced with a 33mm due to severe mitral regurgitation. Post-operative, the patient was asymptomatic and no further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: investigation results indicated that surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, this event is potentially attributed to a possible sizing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.